Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Le, k. V., okamura, h., homma, t., ohgo, t., noda, t., & kusano, k. (2019). Removal of a hickman catheter using a laser sheath. Journal of arrhythmia, 35(1), 158-160. Doi: 10.1002/joa3.12147. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "journal of arrhythmia" titled, "removal of a hickman catheter using a laser sheath", hickman catheter that was inserted in her left subclavian vein ahead of the superior vena cava. The patient developed bacterial infection. Total occlusion at the proximal side, with the hickman catheter buried in the tissue was noted and extraction of the catheter was performed using laser. The current status of the patient was unknown.

Event description:
It was reported in an article in the journal "journal of arrhythmia" titled, "removal of a hickman catheter using a laser sheath", hickman catheter that was inserted in her left subclavian vein ahead of the superior vena cava. The patient developed bacterial infection. Total occlusion at the proximal side, with the hickman catheter buried in the tissue was noted and extraction of the catheter was performed using laser. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, five images were provided for review. The article provided described a technique to remove a hickman catheter using a laser sheath and snare. The images in the article describe the removal of a hickman using a laser sheath. The inability to remove the hickman is not a device related failure, but due to scar tissue growth around the catheter. No malfunction of the device or manufacturing defect led to the circumstance. However, the investigation is unconfirmed for the reported difficult to remove the catheter as the inability to remove the hickman is not a device related failure and no malfunction of the device or manufacturing defect led to the circumstance. The investigation is inconclusive for the reported total occlusion at the proximal side as the exact circumstance at the time of the event reported was unknown. Furthermore, the clinical conditions alleged in the complaint can be confirmed. The definitive root cause could not be determined based upon available information. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.